Event description:
It was reported that the pulse generator exhibited noise. The device is approximately nine months from elective replacement indicator (eri). The device was removed.

Manufacturer narrative:
Na